Event description:
The ge oec 9800 fluoroscopy sys was reported to have the left monitor go dim and required a reboot to restore function.

Manufacturer narrative:
A ge oec svc rep investigated the issue and could not duplicate the malfunction. All sys connections were verified and overall sys checked as operational. The sys was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.